Event description:
It was reported that this right ventricular (rv) lead appears to have dislodged. It was also noted this lead is exhibiting low amplitude and high thresholds. This lead is scheduled to be revised. No additional adverse patient effects were reported. Additional information was received, this lead also exhibited failure to capture. This lead was explanted a replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead appears to have dislodged. It was also noted this lead is exhibiting low amplitude and high thresholds. This lead is scheduled to be revised. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead appears to have dislodged. It was also noted this lead is exhibiting low amplitude and high thresholds. This lead is scheduled to be revised. No additional adverse patient effects were reported. Additional information was received, this lead also exhibited failure to capture. This lead was explanted a replaced. No additional adverse patient effects were reported. Additional information was received, the patient stated that the previous right ventricular (rv) lead had experienced issues in which x ray imaging had been performed and this patient had an external defibrillator for approximately 1 month before a revision operation. This patient had experienced palpitations. This patient had to take the external defibrillator off before showering noting they did not have protection once a day for that month. This patient noted this rv lead had restricted them from comfort and natural positions of resting as well as their use of the seat belt in a vehicle in regard to location of the pacemaker. This patient noted it created difficulty going through x ray machines and humiliation at airport scanners. During the revision operation this device was explanted and a non boston scientific device system was implanted. It was noted that this rv lead will likely not be able to be returned. No additional adverse patient effects were reported.